Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 40 mm abdominal aortic aneurysm approximately 40 months ago. The aortic neck had an angulation of 65-70 degrees and it was 22 mm in diameter below the level of the renal arteries, 15 mm distally it measured 25 mm and it was 15 mm long. It was 15 mm in length. Originally the stent graft was implanted 3 mm below the renal arteries. There was 35 mm of iliac fixation on the left side and 50 mm on the right side. It was reported the stent graft migrated 20 mm distally and there was a type 1 endoleak present. The aneurysm diameter was 39 mm. The aortic neck is 22 mm in diameter below the renal arteries and it is reverse funnel shaped expanding to 26 or 27 mm at 15 mm below the renal arteries. The migration was attributed to disease progression and angulation of the aortic neck. The decision was made to address the migration with cuffs. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak). Conclusion: (dilated, angulated and reverse funnel shaped aortic neck).